Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose level was 173 mg/dl. Reportedly, the customer did not followed the on-screen instructions. It was reported that in the middle of the load sequence the customer realized that the cartridge was not filled with insulin. The customer then filled the cartridge and placed it back on the pump and continued the load process receiving an alarm 19. During troubleshooting the customer was able to reload a cartridge successfully.